Event description:
It was reported that a leak occurred involving the autolog washkit during use. Patient blood loss did not occur because of the issue. An unplanned transfusion was not required. An error warning message did not appear. There were no visual, audible or performance abnormalities. Blood was not discarded because of the issue. The bowl or tubing was replaced but there was no change noted. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.